Manufacturer narrative:
(B)(4). Although we have not been able to determine device contribution to the reported event we are filing this MDR for notification purposes. Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: an unspecified suture was involved in a patient death. No additional information has been provided.